Event description:
During left thoracotomy procedure, dr. Removed rf sponge from chest cavity. The string from the lap sponge came apart from the sponge itself during removal. Sponge was removed from cavity. Sponge was inspected for rf pouch and found to be intact. Packaging was obtained from trash and identified. Picture obtained of detached string, sponge, rf pouch w/ chip and packaging. Dates of use: 2008. Diagnosis or reason for use: surgical sponge.